Event description:
It was reported that a difficulty crossing the septum, hematoma, and hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) and versacross dilator was selected to be used. During the procedure, following transeptal puncture, the physician felt it was difficult to cross with the was sheath and the versacross dilator. Concerned about being close to the posterior wall, the physician did not want to advance the was sheath too far into the left atrium. The physician exchanged the dilator for a pigtail catheter. When attempting to advance the was sheath, the physician still felt tension. The physician did a contrast shot to confirm whether the sheath had crossed the septum, and echocardiography suggested that it might still be tenting. The contrast pooled in the septum, showing a septal hematoma. The physician decided not to proceed with the rest of the case and to bring the patient back once the septum has healed. The patient was kept overnight to be monitored and heparin was reversed. The patient was expected to fully recover from the event. The versacross is not expected to be returned for analysis. Transesophageal echocardiography (tee) was used for imaging. No imaging difficulties noted. No introducer was used for femoral access. The transseptal puncture location was mid-mid. There was not any difficulty noted puncturing the septum with radiofrequency (rf) prior to dilating the tissue. Swelling of the fossa was noted as a consequence to the event. Resistance was noted while crossing with the was with the versacross dilator still in the sheath. The patient was later brought back, and a watchman was successfully implanted. The intra-septal hematoma had resolved.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available following good faith efforts. Because the product is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a difficulty crossing the septum, hematoma, and hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) and versacross dilator was selected to be used. During the procedure, following transeptal puncture, the physician felt it was difficult to cross with the was sheath and the versacross dilator. Concerned about being close to the posterior wall, the physician did not want to advance the was sheath too far into the left atrium. The physician exchanged the dilator for a pigtail catheter. When attempting to advance the was sheath, the physician still felt tension. The physician did a contrast shot to confirm whether the sheath had crossed the septum, and echocardiography suggested that it might still be tenting. The contrast pooled in the septum, showing a septal hematoma. The physician decided not to proceed with the rest of the case and to bring the patient back once the septum has healed. The patient was kept overnight to be monitored and heparin was reversed. The patient was expected to fully recover from the event. The versacross is not expected to be returned for analysis. Transesophageal echocardiography (tee) was used for imaging. No imaging difficulties noted. No introducer was used for femoral access. The transseptal puncture location was mid-mid. There was not any difficulty noted puncturing the septum with radiofrequency (rf) prior to dilating the tissue. Swelling of the fossa was noted as a consequence to the event. Resistance was noted while crossing with the was with the versacross dilator still in the sheath. The patient was later brought back, and a watchman was successfully implanted. The intra-septal hematoma had resolved.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available following good faith efforts. Because the product is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record (DHR) review: the DHR review could not be performed as the lot number was not provided. Labeling review: review of the instructions for use (IFU) states: "careful manipulation of the dilator must be performed to avoid cardiac damage or tamponade. Dilator advancement should be performed under imaging guidance. Fluoroscopic or echocardiographic imaging is recommended, do not use excessive force to advance or withdraw the device. The distal curvature of the dilator may be adjusted manually if desired. Manual shaping of the distal curve shall be done with smooth motions along the curve. Do not use excessive force and/ or pressure when reshaping." Adverse events include: hematoma. Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the versacross connect device confirmed that the events of difficult to cross septum and hematoma are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect device is acceptable. Investigation conclusion: based on the information provided, the reported event of hematoma are known inherent risks of the versacross connect device. Hematoma is an expected procedural complication addressed within the IFU for the versacross connect. Based on the analysis factors such as patient state, physician technique, or patient anatomy may have contributed to the reported events. Additionally, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported difficulty crossing the septum. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.